Event description:
It was reported that immediately following a scheduled ivc filter retrieval, a filter arm was noted to be missing from the filter. A CT scan confirmed the detached arm was embedded in the cava wall. No attempt was made to retrieve the detached arm. The pt is asymptomatic.

Manufacturer narrative:
The lot number for the device is unknown; therefore, a review of the device history records could not be performed. The investigation is currently underway.